Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d4, d8, d9, g3, g6, h2, h3, h4, h6, h8, h10. Review of the most recent repair record determined the motor speed was not stable. The motor was replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event has been recorded by zimmer biomet under cmp-(B)(4). Once the investigation is completed, a follow-up/final report will be submitted.

Event description:
The problem it presents is that the motor is stuck in some positions, if it is removed from that position manually it works again. The event occurred outside of the operating room. No adverse event was reported as a result of this malfunction.